Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable connector end of cord broke off. Completed with same device happened at end of case when it was being disconnected. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable connector end of cord broke off. Completed with same device happened at end of case when it was being disconnected. The hospital did not report any patient effects.